Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound, and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as "feeling weak and does not have clear thoughts". The customer was unable to self-treat and called an ambulance. Upon arrival, the paramedics provided some glucose, jelly gummies, and a toast with jam for treatment of hypoglycemia diagnosis. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.